Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# j0455406v, implanted: (B)(6) 2005, product type: lead. Product ID: 3888-33, lot# j0455406v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for multiple back operations. It was reported that the patient had a battery and lead revision in 2011. Further follow-up is being conducted to determine what symptoms were experienced, what diagnostics were performed, and if the cause of the issue was determined. If additional information is received, a follow-up report will be sent.